Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Unit received with corroded motor home switch. Unit received with cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump critical pump error. The customer¿s blood glucose level was 1.8 mmol/l at the time of the incident. Customer experienced the alarm after waking up. Advised the pump will need to be replaced. Recommended customer refer to back up plan per health care professional¿s instructions. The insulin pump will be returned for product analysis.